Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within 1 month of implant, the right atrial lead was noted to have small p-waves and had dislodged. The right ventricular lead was noted to have high thresholds. Both leads were repositioned. Approximately two months later, the patient was seen in the emergency department. The right atrial lead dislodged again and the right ventricular lead had unstable thresholds. Reprogramming was performed to vvi60 mode and the rv outputs were increased. Both leads remain in use. No patient complications have been reported as a result of this event.